Manufacturer narrative:
Customer returned the pump for alleged charge/battery lasting less than expected, failed battery test alarm, rewind anomaly, insulin flow blocked alarm and cosmetic damage located at the battery cap found on 28-aug-2025. The pump passed self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement and sleep current measurement. Successfully downloaded history files and traces using thump. No failed battery test noted or listed in pump downloaded history near event date. No unexpected insulin flow blocked alarms noted during testing or listed in the pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 12.0 received the lowbatteryalert (104) on 08/19/2025 19:13:00 after more than 7 days at 24.77 days. Battery cycle 11.0 received the lowbatteryalert (104) on 07/25/2025 23:11:00 after more than 7 days at 24.47 days. Battery cycle 10.0 received the lowbatteryalert (104) on 07/01/2025 01:44:00 after more than 7 days at 25.87 days. Test p-cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. No power errors noted and passed all required testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasting less than expected not confirmed. No unexpected insulin flow blocked alarms noted during test. No failed battery test noted during analysis. No drive motor error or abnormal rewind noted during analysis. Battery cap damage unknown due to no battery cap present during analysis. Confirmed moisture damage to pcb1 board and pcb 2 board. For additional information regarding the tests performed refer to (B)(4)¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the diminished battery life, requiring battery changes every month; the pump rejected new batteries; the pump was slower and louder during rewind; random unexplained 'no delivery' alerts occurred; and there were battery cap issues, which had to be replaced several times. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a, mmt-398a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for mmt-398a.